Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker was part of a system revision due to infection. Reportedly, the patient was picking at the device site. An oozing at the opening of the wound was also noted. There were no additional adverse patient effects reported. The pacemaker was explanted.